Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2005 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient had a gynecological procedure in order to treat bladder prolapse, cystocele /rectocele, vaginitis, and vulvovaginitis and mesh was implanted. It was reported that following insertion, the patient experienced infection and urinary problems. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4) no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with vulvar biopsy.

Manufacturer narrative:
Date sent to FDA: 06/30/2017. Patient codes: (B)(4) urinary incontinence, (B)(4) urinary frequency, (B)(4) urinary tract infection. It was reported that following insertion the patient experienced recurrent urinary incontinence, urinary frequency and urinary tract infection.